Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly. The surgeon performed an unintended colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
Two devices were returned by the hospital. The hospital did not identify which device was the subject of this event. Both units were evaluated. One instrument was found to have damage consistent with the user approximating the jaws over an excessive thickness of tissue. The second instrument displayed a interference between components which may have prevented the device from firing at all.